Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During transport, rotaflow device would not run on ac power. The medical staff transferred to another ECMO system with negligible interruption to flow. No known patient harm was reported. (B)(4).

Manufacturer narrative:
(B)(4). The field service technician (fst) has been sent for further investigation. According to service order# (B)(4), following work has been done: the fst checked for fault and could not reproduce the failure. He tested the unit over several days in the workshop but still not able to reproduce the fault. The field service technician replaced the mainswitch 2a ICU kit rfc (material# (B)(4)) as preventive measure, but still not able to reproduce the fault on the bench. Customer advised no fault found. Thus the failure could not be confirmed. The most probable root cause could be determined as off label use. As already stated by our service technician heiko rupp in one support case 11088, the rotaflow was not designed to be supplied with any other wave form (of the mains supply) beside the sine wave. For safe transport, the cardiohelp needs to be used as there is a transport license (ground and air transport) available. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).